Manufacturer narrative:
The pump exchange referenced was reported under medwatch MFR. Report # 2916596-2015-02059. The reported pump stoppages were confirmed based on the review of the submitted system controller log files. The replaced external distal end portion of the percutaneous lead was returned for evaluation. The returned distal portion of the percutaneous lead was tested for electrical continuity in the condition that it was received and revealed that all wires were electrically intact. The returned portions of the outer silicone sleeve and clear bionate layers were unremarkable. Breakdown of the metal braided shield was observed at the terminus of the distal end bend relief and at approximately 3-4 inches from the metal connector, which appeared normal for the duration of use. Visual examination of the underlying wires under a microscope did not reveal any areas of compromised wire insulation or other damage. The returned portion of the percutaneous lead was suspended in a saline bath for hipot testing to check for current leakage through the wire insulation, and no areas of compromised wire insulation were identified. The percutaneous lead from the explanted pump was returned cut approximately 6.5 inches from the pump housing and the remainder of the percutaneous lead was not returned. The evaluation identified breaches to the red and orange wire insulation exposing the inner conductors at approximately 5.25 inches from the nipple of the pump housing, which appeared to be the result of fatigue failure due to abrasion against the braided shield. The red and orange wires represent the two redundant wires that comprise phase 3 of the three phase motor. If the exposed conductors of the red or orange wire contacted the braided shield while operating on tethered power (such as the power module), the resulting short to ground would have caused the reported interruption in pump function prior to the date the patient began using the ungrounded patient cable. No additional breaches were identified on the returned portion of the percutaneous lead extending from the pump housing and a cause for the alarms while connected to batteries and while using the ungrounded patient cable could not be determined based on the evaluation. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that event history review on (B)(6) 2015 during a routine follow-up visit revealed two pump stoppages. During each alarm, the patient was laying down and was rolling from his right to left side while being supported on an ungrounded power module patient cable. The patient reported feeling fine during the events. As previously reported, the patient was referred to another hospital for evaluation of pump exchange. The patient was informed of the risks of pump stoppage but opted to delay pump exchange. The patient underwent a pump exchange on (B)(6) 2015.

Manufacturer narrative:
Additional information - the pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information: it was reported that on (B)(6) 2015, the patient's system controller log file was reviewed and multiple pump stops were noted while the patient was supported on the ungrounded cable. This was the first reported instance of an alarm since the patient was placed on the ungrounded cable. The interruption in pump support was attributed to the known issue with the percutaneous lead. At the time of the percutaneous lead replacement in february, the patient had been referred to another hospital for evaluation of pump exchange, however, the patient did not present to the hospital. It was reported that the patient plans to present at this time for further follow-up. No further information is available.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced a red heart alarm while connected to the power module and so then switched to battery power. The alarm did not occur when the patient was on battery power, but returned when he reconnected to the power module. The patient remained on battery power. The patient¿s event history revealed that on (B)(6) 2015, low flow, driveline disconnect, and low speed advisory alarms occurred. On (B)(6) 2015, two low voltage alarms occurred, and another low voltage alarm after that. The patient denied accidentally disconnecting the percutaneous lead. The patient presented to the clinic and x-rays were taken of the percutaneous lead. The patient was put on an ungrounded power module patient cable and received no further alarms. The patient¿s log file was reviewed and pump stoppages were observed. X-rays were taken that revealed a suspect area approximately 4 inches from the metal connector. On (B)(4) 2015, the manufacturer¿s technical service representative evaluated the percutaneous lead and the distal end of the lead was replaced. The patient tolerated the procedure well. No broken wires were found. The patient was placed back on the grounded patient cable and the patient was able to get up, walk around, and bend over with no alarms; however, when the patient sat down, a steady alarm tone was heard. The patient was immediately switched to battery power and was placed back on the ungrounded patient cable. The patient¿s log file was reviewed and pump stoppage was noted. It is suspected that the issue is with the internal portion of the percutaneous lead. The patient was asymptomatic during the events. On (B)(6) 2015 the patient was provided with their own ungrounded power module patient cable.

Manufacturer narrative:
Approximate age of device ¿ 3 years and 10 months. The replaced portion of the percutaneous lead was returned to the manufacturer for evaluation, but the evaluation is not completed yet. No further information is available at this time. A supplemental report will be submitted when the analysis is completed.